Manufacturer narrative:
Medical device lot #: 8172892 does not match with the reported medical device catalog# so the manufacture and expiration dates are unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It has been reported that one bd¿ needle 26x3/8 ib has been found clogged before use. The following has been provided by the initial reporter: material no: 305110 batch no: unknown (reported 8172892 which references to cat# 305195). It was reported that the customer attempted to remove the air from the syringe but the plunger would not move. A new needle was attached which resolved the issue. Event description per attached email states: description of issue: contact reported she was attempt to get air out of the syringe but the plunger would not budge so she got a new needle head. Number of occurrences: 1. Item number: 26 g, 3/8¿ needle ¿ 305110. Product lot number: 8172892.